Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation.

Manufacturer narrative:
This entire form completed by the MFR.